Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 424mg/dl and the pump alarmed motor error and an off no power alert. The customer treated with insulin. Troubleshooting found that the pump passed the displacement test and the customer indicated that the issuesd were resolved after a battery change. Customer was advised to monitor the pump and blood glucose and call back if any further issues.